Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave higher than expected readings during a hypoglycemic event. On the morning of (B)(6) 2020 the patient was having a seizure and foaming at the mouth. The mother measured the patient's blood glucose and received a result of 87 mg/dl on the performa system. The mother began to feed the patient, but his condition did not improve. The mother called the healthcare professional who advised the patient's blood glucose levels must be really low. The mother tested the patient again and received a result of 132 mg/dl and 222 mg/dl within 15 minutes. The mother doubted the results and transported the patient to the emergency room. At the hospital the patient was treated with intravenous therapy, anti-vomiting injection, and an acetone lab test. Mother reported the acetone lab test showed 2 lines. The patient was discharged from the hospital after approximately 1-2 hours. Before leaving the hospital the mother did a comparison test. The patient received the following results on a performa meter, compared to a professional meter, within 15 minutes: 225 mg/dl (performa) and 115 mg/dl (hospital's meter).